Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including disassembling, inspecting, cleaning and reassembling the kit and tubing; and verifying correct breast shield fit. Replacement spare parts and tubing were sent to the customer. Attempts to follow up with the customer to get additional information have gone unanswered as of the date of this report. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of january 2013 to august 2017. ¿mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2018, the customer alleged to medela llc that the suction on her freestyle breast pump was low with both the power supply and the battery. She was unable to troubleshoot and called back on (B)(6) 2018 to troubleshoot. At that time, she alleged that she tried her parts with a friend's pump and also experienced low suction. She further alleged that she developed mastitis on (B)(6) 2018, for which she was prescribed an antibiotic. She indicated that she has finished the antibiotic.

Manufacturer narrative:
In follow up with the customer on 02/16/2018, she indicated that she didn't recall the exact dates that she developed mastitis, but indicated that the antibiotics cleared it up both times. She also indicated that the replacement parts were working without issue. The customer's parts and accessories were returned and were tested on 03/01/2018 with a medela lab pump and passed suction and cycle specifications. The customer's report of low suction could not be confirmed. [(B)(4)].